Manufacturer narrative:
The reported event of ail alarm-propofol file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. An investigation can't be performed using the site visit alone. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there is an patient involvement.

Event description:
The customer reported a secondary infusion of propofol was infusing when an air-in-line (ail) alarm occurred. The clinician checked the pump module and did not find any air in the line but did notice that there was air in the primary line. The infusion was stopped and the line was re-primed. No patient harm occurred due to the event.